Event description:
Patient reported that her blood sugars have been erratic and she can not figure out why. She stated in 2005 she would be at (60 mg/dl) before breakfast and then 2 hours after breakfast she would be at (400-500 mg/dl). She has been using a lot of infusion sets because her sites get irritated after a few days of use and then become infected. She also stated that she has used her abdomen for many years and is getting a lot of scar tissue. Pump support agent advised pump user on proper insertion technique and using different site areas to insert her infusion set.

Event description:
Description of event made on initial medwatch dated 2006 was made in error. The correct description of event is as follows: pt reported that over a period of time she has been having instances where the tubing on her infusion set is breaking off at the luer lock after less than 36 hrs of usage. This has caused her to have elevated blood glucose levels.